Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 179 mg/dl at the time of the call. The customer stated that they had already talked to a trainer about the issue and they educated them on the purpose of the no delivery alarm and their possible causes to help avoid them. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.